Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported occlusion alarms occurred intermittently. Reportedly, the customer sometimes filled the cartridge with cold insulin. Tandem technical support informed the customer loading the cartridge with cold insulin is off label per the tandem user guide. Customer changed cartridge and infusion set to address the issues. Customer¿s blood glucose value was 400 - 500 mg/dl.